Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the first one worked very well to relieve pain in the lumbar spine, but at two years, it died. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that her first device was fine but only last one year. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the device last 2 years and died. The patient reported that she supposed the device was at it¿s end of life span. The patient reported that the device was removed and a second one was implanted. No further complications were reported.